Event description:
Order written to start insulin IV. Tubing was flushed and connected to central line of patient. 100 units of insulin in 100cc normal saline bag spiked with new tubing. Tubing attached to large volume pump (lvp) of alaris point of care unit (pcu) infusion pump. Placement of tubing correct. Door on lvp would not latch properly. Message on alarm "flow stopped, open door". Placement of tubing in arm checked multiple times and attempts to close door properly failed multiple times. IV bag noted to be empty after this time. Assume IV had run into patient (all 100 units of insulin infused into patient during this time). Patient was monitored and given proper medications to control overdose. Patient is okay. Clinical engineering replicated problem. The problem was found to be a use error in combination with device mechanical malfunction. The set screw on the latch for the large volume pump (lvp) was loose, and the spring on the latch was loose as well, so the latch did not properly close the flow stop clamp when the door was opened, but this only occurred when the flow stop clamp was placed into the pump in the open position. The clamp is supposed to be closed and then placed in the pump; however, the pump still should have closed the clamp automatically as the door was opened, but it did not. Additionally, the roller clamp was left open while the rn was setting up the pump. Informed nurse manager that the roller clamp should be used as the primary means to prevent free flow. Gave educational posters to him. He will follow up with staff. Biomed will fix lvp and run through diagnostic tests.